Manufacturer narrative:
Fragment of healing cap could not be removed. Implant had to be removed. Collateral damage. No product problem detected.

Event description:
Fragment of healing cap could not be removed. Implant needed to be explanted.